Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's specific value of bg level is unknown but bg remained between 54-500mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm. (No obstruction was observed on the vents, but customer cleaned them anyway and the issue resolved).